Manufacturer narrative:
The physician is not alleging a product malfunction caused or contributed to the patient adverse event and the product was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The physician is alleging the tif procedure may have caused/contributed to the patient's esophageal perforation. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined.

Event description:
The physician stated a patient who underwent a tif procedure was diagnosed with an esophageal perforation just above the gej. The patient was admitted to the hospital and subsequently transferred to a different medical facility where a stent was placed to treat the perforation.

Manufacturer narrative:
Updating health effect impact code (f) to only include: 4625, 4607, and 4641. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, and 4111. Updating investigation conclusions (d) to only include: 4315.